Event description:
The account alleged that no functions are working and reported that the bed was up and it dropped down on its own really hard causing mechanical and structural damage. The nurse was attempting to lower the bed without the pt in the bed.

Manufacturer narrative:
The technician found a lot of structural damage to the bed. The account declined to have the bed repaired. Hill-rom has left message for the account's risk manager which have not been returned.